Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received an alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 180 mg/dl. Customer was advised to revert to back up plan.